Event description:
It was reported that a promus 2.5 x 8 mm stent was implanted in the mid-left anterior descending artery and immediately became obstructed by thrombus. It was suspected that the 2.5 x 8 mm promus was not fully apposed to the vessel wall. A second promus 2.25 x 8 mm was then implanted inside the 2.5 x 8 mm promus. Post-dilatation was performed at 18 atmospheres. During retraction of the 2.25 x 8 mm promus stent delivery system (sds), the promus 2.25 x 8 mm stent migrated approximately 30 mm proximally along with the sds as it was pulled proximally. The physician felt the post-dilatation caused the balloon material to become entangled with the stent, causing the stent to migrate. Once this was identified, a non-abbott balloon was used to post-dilate the 2.25 x 8 mm promus stent again, securing the stent in place and completing the procedure. There were no additional complications. No other information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - above rated burst pressure/indication for use. It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. Difficulty removing the stent delivery system (sds) from the stent implant post-deployment may be related to many factors including, but not limited to, balloon ruptures/leaks, poor balloon refold, deflation technique, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed, the balloon not being fully deflated prior to removal, damage to the stent, interaction with the patient anatomy, or resistance with the guide wire. The return of the sds may have assisted the investigation; however, there was no note of any damage to the sds or stent implant observed prior to the procedure, which suggests that a product deficiency did not contribute to the difficulties experienced. It was reported that promus stent was deployed inside a previously implanted promus stent. It should be noted that the instructions for use (IFU) states: the promus everolimus-eluting coronary stent system (promus stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. It is unknown how this may have caused or contributed to the reported difficulties. Post-dilatation was performed at 18 atmospheres (above the rated burst pressure), and during retraction of the sds, the stent migrated approximately 30 mm proximally along with the sds as it was withdrawn. Reportedly, the physician felt the post-dilatation caused the balloon material to become entangled with the stent, causing the stent to migrate. All stent delivery systems are inspected for proper balloon fold configuration and damage online, and a sampling of units is destructively tested for proper balloon deflation. A review of the lot history record for the reported lot was performed and did not reveal any associated nonconforming material records that would have contributed to the reported complaint. A query of the complaint handling database for the reported lot was performed and revealed no other incidents for difficult to remove or stent issues (migration, damage, deployment). The promus stent is being filed under a separate MFR number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.